Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically low p-waves, as well as a possible loss of capture resulting in dropped beats. Undersensing was also noted during recorded episodes of atrial tachycardia (at)/atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.